Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The issue is sample-related and it is known that the hiv-1 quantitative test is cross-reactive with the car-t therapies as the vector used contains the hiv-1 target. This test is intended for use in conjunction with clinical presentation and other laboratory markers for the clinical management of hiv-1 infected patients.

Event description:
There was an allegation of discrepant cobas® hiv-1 (192t) results from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated the following results: hiv titer4.20e+2cp/ml sample diluted flag. Hiv-1/2-ak+p24-ag negative. On (B)(6) 2025, the sample was repeated and generated the following results: hiv titer 7.17e+001 cp/ml. Hiv-1/2-ak+p24-ag negative. On (B)(6) 2025: an independent new draw in another laboratory was performed and with the hologic test generated the following results: hiv-1/2 screening (eclia): negative. Hiv-rna (tma): not detectable.